Event description:
Following a laparoscopic anti-reflux procedure, a patient elected to have their linx device explanted. The patient believes that metals close to the linx (external to the body) were causing a reaction/symptoms. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred (B)(6) 2012 without issue. Patient subsequently experienced pain throughout body occurred (B)(6) 2012 without issue. Patient subsequently experienced pain throughout body. Patient reported that they believed metals outside of the body in proximity ot the linx were causing symptoms. Patient underwent many diagnostic tests with normal results. Esophageal balloon dilation conducted (B)(6) 2014 did not alleviate symptoms. Uneventful device explant on (B)(6) 2015. Device found in correct position/geometry at time of explant. Patient in satisfactory condition after explant.